Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) would not power up and the screen had horizontal lines. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the power management board was defective. To fix the issue, the fse replaced the pcb,power management,rohs, label, prod ID,cardiosave hybrid. Unrelated to the complaint issue, the fse also replaced the assy, display top lcd rohs label, upper inside badge due to the display having horizontal lines across the screen. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated customer stated the system would not power up prior to use. They as mentioned the display had horizonal lines across display. Service replaced the power management board (d670-00-1162) and display assembly(d160-00-0127). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no harm or injury to patient and no adverse event was reported. The national repair center installed the power management board into the cardiosave test fixture serial number (B)(6) and proceeded to power up the cardiosave. The cardiosave would not power up. The nrc verified the failure of the cardiosave not powering up. Sending the power management board to sustaining engineering . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The national repair center installed the display assembly and tested the display assembly to factory specifications per the cardiosave service manual . The nrc verified the failure of the display failure of the horizontal lines in the nrc . Sending the display assembly to the supplier for failure analysis . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped .the following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. Part 0160-00-0127 no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department .